Manufacturer narrative:
Correction to h6 for serious injury.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. The device was successfully reprogrammed. The patient was stable.